Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Event description:
"It was reported that a patient had a glenoid components' loosening 9 months post-operative. Patient ID: (B)(6)".